Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: the black box (bb) data started on (B)(6) 2016. The reported prime issue was unable to be verified on the complaint date of (B)(6) 2015 due to data being overwritten in the black box. All loss of prime observed in the bb are related to replace cartridge alarms or pump not primed after a power on reset. No valid loss of prime events was observed. A 24 hour duration test was successfully completed with no loss of prime warnings duplicated. The pump was able to detect the correct force. The total daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified, the patient's blood glucose reading was at 515 mg/dl with drowsiness, polydipsia, polyuria, thirst and trace level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Reportedly, there was a prime issue on the date of the complaint. The reporter stated that the pump was not priming the tubing during the load step and the pump was not emitting "no cartridge detected" warning. Review of prime history indicated that the prime volume was small and it was not enough to fill the tubing. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the prime volume was not sufficient to fill the tubing.